Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was advised to change pump settings by health care provider. The customer changed the pump basal rate to 6.5 units/hr instead of 0.65 units/hr . Customer reported ignoring the pump prompts when changing the settings. Later that evening, customer's blood glucose (bg) level was 38-35 mg/dl. The customer attempted to correct bg level by consuming bread and juice. That night, customer's wife awoke with customer having a hypoglycemic seizure. The customer was admitted to the emergency room and was released the following morning after being treated with glucose drip. The issue was resolved and there was no permanent damage to the customer. Customer corrected pump basal setting to 0.65 u/hr.